Event description:
It was reported that the patient required a total of 11 surgeries, resulting in an array of permanent damage. The patient was originally implanted with a test system, which worked great at first, though the patient experienced slight shocking. After the device was implanted for several weeks the patient began to experience pain and increased shocking. The patient was told there was an infection, and the device was removed with the plan to re-implant on the other side. The removal wound had to be packed closed in a painful, months long process. Unable to follow-up with contact information provided, no additional information was obtained.